Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not on the bus. A field service engineer (fse) identified that the controller on drawer was faulty, and the pyxibus had no light emitting diodes (leds). The fse replaced both the drawer and pyxibus controllers and then configured the drawer in the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there had been no power to the station. The screen was black, and the station did not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.